Event description:
While doing a laparascopic appendectomy, a stapler was introduced into the patient and was fired. A portion of the stapler load was discharged into patient's abdomen after the jaws were open to visually inspect the staple line. The procedure had to be converted to an open procedure to remove the staple load in it entirety.